Event description:
On (B)(6) 2024, a physician was attempting to treat the femoral and popliteal arteries of a patient using a 5.0 x 150 mm biomimics 3d (bm3d) stent. It was reported that the target lesion included calcification, and there was moderate tortuosity in the popliteal artery. The physician used a 6 fr access sheath and a 0.018" guidewire. The bm3d system was flushed in accordance with the instructions for use (IFU). It was advanced to the target site and once in position the physician initiated deployment where 2 cm of the stent was deployed without issue. The physician experienced resistance at this point but continued deployment of the stent resulting in the bifurcation hub reaching the proximal pin luer without release of any additional stent crowns. A partial deployment had occurred. The physician continued to attempt to release the stent after the partial deployment occurred which led to the full release of the stent. However, the stent was elongated in the section adjacent to the 2 cm portion of the stent initially deployed. The patient's treatment was then continued using two additional bm3d devices, which were deployed successfully without issue. One of these additional devices was deployed in overlap to the complaint stent. The treatment was completed with a satisfactory outcome, but a prolonged procedure was the effect of the event.

Manufacturer narrative:
The investigation was completed. A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The complaint device was returned and evaluated. There was a severe cast in the device, and a narrowing of the outer braid was seen in the distal segment. A kink was present 100 mm proximal from the distal tip. There was also a kink in the outer braided sheath which coincided with the end of the stiff support shaft and was most likely due to the returns process. A pinched outer braid proximal to the distal radiopaque marker was also noted. The distal radiopaque marker band was damaged and a longitudinal tear was present. All bonds were checked and intact. The outer braid was elongated. In cases of braid elongation, this suggests significant resistance was encountered on retraction of the outer sheath. The partial deployment in this case was caused by the increased resistance encountered during the deployment attempt. The high deployment force in the presence of the increased resistance was most likely due to the anatomical conditions of the vessel and the target site which the feedback indicated had calcification and moderate tortuosity. These conditions would have contributed to increased friction between the components of the device and between the device and the access sheath/introducer sheath during stent deployment. However angiographic images were not made available in this case and the conditions of the vessel could not be fully established. The stent elongation that occurred could not be verified as no images were provided. It was reported that following the partial deployment, the physician continued the attempted release of the stent. The technique(s) used by the physician to release the setnt could not be established despite multiple requests made to obtain more information. The complaint was categorised as a "partial deployment" and a cause category of "anatomy" was assigned. The cause for the reported stent elongation could not be determined due to an assigned cause "insufficient information". The reported complaint was not related to a deficiency of the device. Section b.5. Was updated, g.6 and h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.6. Was updated to align with the investigation conclusions and section h.11. Was updated to reflect the sections of the report that have changed.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available, it will be provided in a supplemental report.

Event description:
On 06-may-24, a veryan clinical sales specialist received information via a nurse at a (B)(6) hospital which reported that during use of a 5.0 x 150 mm biomimics 3d (bm3d) stent system, the delivery system ruptured when the stent was released. There was no impact to the patient involved. The physician was uncertain if the incident related to the device.